Event description:
It was reported that while using the bd vacutainer® k2e plus blood collection tubes that there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: edta - foreign object inside tube.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 24-jul-2023. Investigation summary: bd received one (1) sample and one (1) photo for investigation. Evaluation of both indicated a yellowish edta clump in the tube. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and edta clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Although the condition is confirmed its impact on the efficiency of the tube is limited. Bd was not able to identify the exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2e plus blood collection tubes that there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: edta - foreign object inside tube.